Event description:
It was reported that the device illuminated a service indicator and logged multiple fault codes in the memory indicating a critical failure. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the root cause of malfunction to be broken filter, designator fl29. The failure would impact defibrillation therapy by affecting the positive portion of the biphasic waveform.